Manufacturer narrative:
(B)(4).

Event description:
It was reported that one month post implant the right ventricular lead exhibited high capture thresholds, low impedance and decreased sensing. The patient was asymptomatic. The lead was explanted and replaced on (B)(6) 2015. The patient tolerated the procedure well and would continue to be monitored.